Event description:
It was reported that the pt has expired after an implant duration of 0 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Info learned from implant pt registry. It was additionally reported that a second device was implanted, model #6900ptfx. Refer to MFR #6000002-2008-08081.

Manufacturer narrative:
Device not returned.